Event description:
During the atrial fibrillation procedure, air was aspirated through the side port of the sheath. After the sheath was inserted into the left atrium, the tactiflex se was introduced into the sheath, and a large amount of air was aspirated from the side port. Multiple attempts were made to remove the air without success. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11.the results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.